Event description:
Initial reporter indicated that the patient had 7/limit/high on system in normal mode diagnostics, eri=no. The patient did not report any trauma or manipulation prior to the high impedance. The patient was not feeling their normal stimulation for about three months and was having an increase in seizures over the last three months. It is unknown at this time if the seizure increase was above or below the patient's pre vns baseline seizure rate. The patient reported 25 seizures/day. However, they only had one seizure. X-rays reviewed at manufacturer did not show any gross lead discontinuities. The generator was disabled. Good faith attempts are being made for additional details surrounding the event.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device malfunction suspected, but did not cause or contribute to a death.